Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the arrhythmia logbook was displaying what appeared to be ventricular tachycardia episodes. Technical services reviewed and discussed this was either fusion or loss of capture. Threshold measurements were normal. Technical services had the clinician program the av delay to 300ms. The patient is scheduled to be seen again in two months.